Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the pump had no audio when it was turned on or during testing.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the enteral feeding pump had a bad speaker. Communication received from the customer on (B)(6) 2018 stated the pump had no audio when it was turned on or during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. Inspection found bent and damaged component u14 leaved in the buzzer circuit. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.